Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the reported event and was informed that the electrosurgical unit was set at 120-280 watts during the procedure, the resection electrode loop broke during the resection of the bladder, and there were no device fragments that remained inside the patient. The user facility indicated that the device will be forwarded to olympus for evaluation, however it has not been received. The exact cause of the user's experience could not be conclusively determined.

Event description:
Oca undertook a retrospective review of its MDR files for the period of january 2005 to april 2015. Based upon this review, we are submitting this MDR to separately account for each of the two devices involved in this event. The user facility reported that during a therapeutic transurethral resection of prostate (turp) procedure the physician stepped on the cut foot pedal of the electrosurgical unit and the loop electrode immediately broke. The physician removed the broken loop from the patient, and used a new electrode, but the electrode loop broke again. The second electrode was also removed from the patient. The procedure was reportedly completed using an unidentified button electrode instead of a loop. There was no patient injury reported. Please cross reference MFR. Report numbers: 9610773-2011-00045 to account for the other device as referenced in the original report. The following report will be supplemented to cross reference the other associated device complaints: 9610773-2011-00045.